Event description:
It was reported while using bd vacutainer® serum, the cap of one (1) tube was gray and incorrect in color. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-mar-2025. Investigation summary: bd received three (3) photos and one (1) sample for investigation. After reviewing the customer photos, an incorrect cap color was observed on one tube. The customer sample underwent a visual inspection for incorrect cap color and failed, as a clear cap was found on a serum tube. Additionally, 30 retained samples were visually inspected for incorrect cap color, and none of them failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode incorrect cap color based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the cap of one (1) tube was gray and incorrect in color. No adverse impact was reported regarding the patient or user.